Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit had low rpm and was out of calibration. The motor, motor sleeve and other parts were replaced and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device was not working properly. No harm or delay were reported. Upon evaluation, the unit had a low rpm and was out of calibration. No adverse event is associated with the malfunction. Due diligence is complete and there is no additional information available.